Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and found that the unit delivered tidal volume exceeding limit at 560. The service technician replaced flow valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1200 ventilator delivered tidal volume exceeding the high limit. The customer claims that when set at 500ml it measure 560 failure. At this time, patient involvement is unknown.